Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the csr during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began on (B)(6) 2018 at 9:20 pm when she obtained an alleged high blood glucose reading of ¿239 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient reported that 5 minutes prior to obtaining the elevated result, she developed symptoms of ¿weakness, sweating and loss of feeling¿. During the follow-up call, the patient claimed she associated the symptoms with a low blood glucose excursion and denied receiving any treatment for the symptoms. During the follow-up call, the patient informed the csr that she manages her diabetes with a combination of oral medication and insulin (type/dose not reported) and denied making any changes to her usual diabetes management routine prior to the onset of symptoms. During the follow-up call, the patient claimed the symptoms may be attributed to exercise that she had taken and to a pancreas issue. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter and the test strips were in good condition. The csr walked the patient through a control solution test and the result fell outside the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior to her obtaining the alleged inaccurately high result, the alleged meter issue could not be ruled out as a cause or contributor to the event.